Manufacturer narrative:
The reported complaint was confirmed. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) was not working. During boot-up, the sub-sata cable was detected but the system operation did not start. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was a 30 minute delay. There was no blood loss, nor adverse consequences to the patient. Per clinical review: during set-up for a cpb procedure on (B)(6) 2020, the perfusion team had an incident with the ccm on the heart lung machine (hlm). The ccm had a solid disk non recognized error. The team opted to use the system without the ccm, but there was a 30 minute delay to retrieve other items needed for backup (pressure gauges, temperature monitor, etc.) The team was able to run the procedure without issue. There was no harm or blood loss due to this issue.

Manufacturer narrative:
Updated blocks: d9, h3 and h6 during laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to stall during the boot up process. A lab use only (luo) ccm was used as surrogate and booted up to a fully functioning splash screen. It was determined that the ccm had a defective hard drive assembly.